Manufacturer narrative:
Corrected information: g3. 12/29/2023 h3. Yes investigation findings: 3243 investigation conclusions: 61 h10. The screwdriver returned for evaluation. The tip of the driver was retrieved from the patient and discarded. The failure appears to be wear as a result of improper loading before torque delivery through the driver tip. There were no manufacturing or processing-related irregularities. They were found to be properly manufactured and released in accordance with design specifications. Labeling review warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with the results of investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke off during the final tightening process. The tip was retrieved and disposed of. There were no patient symptoms or complications reported as result of this event.